Manufacturer narrative:
This complaint has not been confirmed. Device not returned to the MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer mailed in letter along with receipt and molded product to complain: even though I purchased the product in nov I didn't start using it until a month later. The product has deteriorated pretty fast, within six weeks. Instead of a replacement I would really prefer a refund.